Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as approximately 1ml of bloody fluid from the secondary probe of the analyzer while running patient samples. The leak was not contained within the instrument. The operator was wearing appropriate personal protective equipment of gloves at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer replaced the needle cartridge resolving the reported leak. Per phone conversation with the customer on (B)(4) 2014, the instrument was fully functional with no further leaks observed.